Manufacturer narrative:
Gbo complaint: (B)(4). No samples (actual or unused) were received for evaluation. Received customer picture. We have no further inventory of the material/batch. We forwarded the complaint and picture to our affiliated headquarter in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production and testing documents indicate no deviations were detected and all requirements were met during production. No abnormalities or deficiencies were detected during in process control that would affect function. The complaint cannot be determined.

Event description:
Customer states caps are popping of tubes inside the bags when sent down in the pneumatic tube system. Customer stated 2 possibly 3 occurrences. It could have been the same phlebotomist but unsure. The minicollect tubes were sent down in the pneumatic tube, and when they arrived to the lab, there was blood all in the bag. The cap was still on, but blood all around it, and when the lab techs opened the tube, the blood went all over. Customer states this happened at least twice in two days. Phlebotomy supervisor has not had this happen and when asked other phlebotomists, they said not that they know of. The phlebotomist who drew the blood sample stated that she did not know the caps snapped on, she thought they screwed on, so that may have been the issue. Customer called plant ops department about pneumatic tube system, but has not heard back. Customer advises they always try to use the pneumatic tubes with the foam in them, however if there is not one available, we will send blood down in the tubes without foam, but they are all double bagged. Customer feels as though it may be an education issue.

Manufacturer narrative:
Gbo complaint no: (B)(4). We received 1rk 450547/a20023ae for evaluation. We received customer pictures. A review of production documents revealed no deviations associated with the reported event. Selected samples were tested by a transportation test, performed with an internal pneumatic transport system. A liquid test was also performed, where tubes were filled to the target range. Both test results revealed no leakage and no other deviations. A "leakage test" was conducted with closed and half-closed caps, where samples were stored upside-down and in a lateral position without any leakage being observed. A "inversion test" was also conducted, where samples were rotated upside down for 10 minutes. No leakage could be observed. The complaint could not be duplicated.

Event description:
Customer states caps are popping of tubes inside the bags when sent down in the pneumatic tube system. Customer stated 2 possibly 3 occurrences. It could have been the same phlebotomist but unsure. The minicollect tubes were sent down in the pneumatic tube, and when they arrived to the lab, there was blood all in the bag. The cap was still on, but blood all around it, and when the lab techs opened the tube, the blood went all over. Customer states this happened at least twice in two days. Phlebotomy supervisor has not had this happen and when asked other phlebotomists, they said not that they know of. The phlebotomist who drew the blood sample stated that she did not know the caps snapped on, she thought they screwed on, so that may have been the issue. Customer called plant ops department about pneumatic tube system, but has not heard back. Customer advises they always try to use the pneumatic tubes with the foam in them, however if there is not one available, we will send blood down in the tubes without foam, but they are all double bagged. Customer feels as though it may be an education issue.